Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and after the reset, the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the malfunction code reappeared, which the caller acknowledged and understood.